Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02314.

Event description:
The patient was undergoing a coil embolization procedure in the testicular vein using ruby coils and a non-penumbra microcatheter (progreat). During the procedure, while advancing the ruby coil through the microcatheter, the ruby coils got stuck inside the microcatheter and subsequently unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the ruby coil was flushed out. The physician then reinserted the same microcatheter and attempted to advance a new ruby coil; however, the same issue occurred and, the ruby coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the ruby coil was flushed out. It was reported that the unintentional detachments may have occurred during retraction of the ruby coils after they became stuck. The procedure was then completed using additional ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.